Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while sealing the vessel, the device seal was damaged. Also, the sealing device did not seal, there were no alarms heard. The other sealing device did not seal as well, though regrasp alarms were heard and there were no end tones. They then used another device to resolve the issue in order to complete the case. There was no patient injury.